Manufacturer narrative:
Received one obturator without packaging. The obturator consisted of the rod and cone and part of the tail. The remainder of the unit was not returned for evaluation. Visual/microscopic evaluation was performed. The sample received was reviewed with the molding quality engineer and molding quality engineering supervisor, who confirmed it as a mismolded part. As such, the missing portion of the obturator was never molded so there would have been no missing section to break off enter the bloodstream.

Event description:
On (B)(6) 2012, the reporter stated that when the nurse removed the obturator from the catheter, she noticed a piece of obturator was missing. An ultrasound confirmed that the piece had migrated in the right hand of the pt. No further info is available.